Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope emitted an odor. The event occurred during an unspecified procedure. The same device was used to complete the procedure. There was no patient harm reported.